Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks on separate days while riding a bicycle. After the first shock, the patient was seen at a local hospital and the device was reprogrammed to increase the rate cut off to 250 bpm and smart pass was re-enabled. The second shock was delivered three days later. The patient was seen at their normal clinic and was hospitalized for optimization, x-rays, and an exercise test. The device had originally been programmed to the alternate vector due to some bundle branch block (bbb) observed in the primary vector during a treadmill test. The r-waves in alternate seem to have decreased since implant. X-rays did not show any dislodgement of the electrode. Automatic set up was done and the primary vector was selected. No further bbb was detected during exercise. The device was programmed to the primary vector and the patient was discharged. A request was made for technical services to review the available data in the remote monitoring system. Technical services discussed the inappropriate shocks were due to a drop in r-wave amplitudes and t-wave oversensing, coupled with some muscle noise. The noise was not consistent with the electrode advisory behavior. The primary vector showed good sensing at the higher heart rates during the exercise test. No additional adverse patient effects were reported. The device remains implanted and in service. Current device data was reviewed to evaluate the performance of the primary vector. There were 17 normal sinus rhythm (nsr) to tachy transitions in the previous week. It was noted that the alternate vector at a gain of 1x had about 4 nsr to tachy transitions in a week. Technical services discussed programming the vector back to alternate, with a gain of 2x to help with noise discrimination, and consider extending the smart charge extensions. The local sales representative would discuss the observations with the clinician.